Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the superion indirect decompression system patient experiencing persistent pain and a lack of relief. As a result, an explant procedure was performed. The device was discarded and will not be returned for analysis. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the superion indirect decompression system patient experiencing persistent pain and a lack of relief. As a result, an explant procedure was performed. The device was discarded and will not be returned for analysis. No further information has been obtained despite good faith efforts. Additional information was received that the patient never received pain relief from the device. The patient is doing well postoperatively. As the device was discarded, the device information was not available.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.